Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced chronic pain, dyspareunia, recurrence of stress urinary incontinence and urethral hypermobility. A revision surgery with the placement of a competitor's product and a cystourethroscopy were performed. No explant procedure was reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4).